Event description:
It was reported to boston scientific corporation that a flexiva laser fiber was used during a cystoscopy with holmium laser procedure on (B)(6) 2013. According to the complainant, during preparation prior to procedure, the fiber broke inside the rubber area of the connector. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Visual examination reveals that the exposed glass tip measures 3.5 mm and appears broken. The tip appears to be chipped on one side near the tip. The fiber face within the sma connector could not be examined because light would not travel through the fiber to illuminate the fiber face indicating that the fiber is broken within the connector.

Event description:
It was reported to boston scientific corporation that a flexiva laser fiber was used during a cystoscopy with holmium laser procedure on (B)(6) 2013. According to the complainant, during preparation prior to procedure, the fiber broke inside the rubber area of the connector. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.